Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The caller stated that the cause of death was possibly a heart attack. The customer's passing was sudden. The caller stated that the customer's heart stopped and the kidneys failed. The caller stated that, over the years, the customer suffered from multiple complications, such as blood glucose control and kidney failure. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected several hours prior to death, at the time of admission to the hospital. The customer did not use sensors. The caller agreed to return the insulin pump for analysis.